Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  No relevant imagery of the event was provided. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot).  The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus.  Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon burst was likely caused by the patient¿s heavily calcified annulus.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards affiliate in (B)(6), during a transapical tavr procedure, the certitude delivery system balloon ¿broke¿ at the end of inflation.  Despite the balloon burst, the valve was able to be positioned well.  The patient was well post procedure, with no reported consequence and had been discharged home.  It was noted that the balloon had been filled with +1cc of contrast.  No valvuloplasty was performed before valve implantation. The native annulus was heavy calcified, all around the circumference and presented a huge calcification like a stone.